Event description:
The pt had her implantable neurostimulator (ins) implanted in (B)(6) 2010 and was receiving good therapy. She fell on some ice in (B)(6) 2010. The pt described the fall as not hard and stated that she did not twist or hit the ins site. She noticed that the power in her ins started slowly decreasing in (B)(6) 2011. The pt tried increasing the level of stimulation but the ins was not giving her enough power for normal function. A MFR's rep met with the pt and reprogrammed her ins. The rep discovered a problem with the internal wiring and told the pt she would need a revision. Details of the problem were not reported. A revision was planned but needed to be postponed due to the pt's drug therapy following a heart attack. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).